Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for ldl on a cobas 8000 c (701) module. The initial result was 0.01 mmol/l. The repeat result was 6.85 mmol/l. The sample was repeated as the initial result was abnormally low. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The ldl reagent lot number and expiration date were not provided. The field service engineer (fse) found a drop of water in the rinse station. The fse replaced the rinse tube and the customer had no further issues. The investigation determined the event was due to a maintenance issue.